Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 06-nov-2024. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.